Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the patient followup visit that all three leads were dislodged. The right ventricular lead and the left ventricular lead were explanted and replaced. Follow up was attempted for the right atrial lead disposition, but further information was not obtained. The patient is enrolled in the (B)(4) study. No patient complications were noted as a result of this event